Event description:
A pt with unspecified medical history had a carotid artery procedure, which a dacron patch was placed. During the procedure, bioglue surgical adhesive was used as an adjunct to standard methods of surgery in order to seal the anastomosis. At approximately 1-year after surgery, the pt presented with a neck abscess. The pt was returned to the or for exploration of the surgical site and a 'creamy-white, pus-like material' was noted at the site of the anastomosis which appeared to incorporate the surrounding bioglue surgical adhesive. It is reported that the surgeon sharply debrided the abscess, removed some bioglue surgical adhesive used in the initial procedure. The abscess cavity was irrigated and cleaned. No organisms were identified during an initial gram stain, but it did include many white cells. Other than the abscess, the surgical site appeared to possess thick scar tissue and the vessel (carotid artery) was not exposed to the abscess.